Event description:
After implant surgery, the patient was taken out of the operating room. A post-operative x-ray revealed that the electrode array may not be in the proper position. The patient was taken back into the operating room for electrode revision surgery. The surgeon was successful in reinserting the electrode array. The patient's device remains implanted. A second x-ray revealed proper electrode array placement. Post-operative testing of the device confirmed that the device was functioning.

Manufacturer narrative:
Post-operative testing of the device confirmed that the device was functioning. The device remains implanted. This is the final report.